Event description:
Patient in clinic to discuss discrepancies with libre2 cgm and self monitored blood glucose. The discrepancies are greater than 10-15%. The low alarm will go off at night at 70, he takes his blood glucose and it is 140. They have noticed accuracy of their unit is worse the 2nd week of wear. Symptoms: inaccurate blood glucose readings, dosing: every 14 days.